Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not indicate an occlusion alarm, which the customer missed. The patient was admitted to hospital with ketoacidosis, as a result of a permanent rise in her blood glucose level over a period of 26 hours and hyperglycemia symptoms like vomiting. In the hospital, the patient was treated with novorapid insulin and levimir insulin.